Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer's blood glucose value unknown at the time of the incident. The insulin pump was exposed to moisture and started alarming afterwards. The customer was advised the insulin pump will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
Unit received with critical pump error (open book image) and the pump trace download analysis confirmed pump error corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, cracked case on battery tube area, cracked battery tube threads, stained serial number label, peeling end cap address label, corrosion in battery tube, moisture damage on motor home switch and corrosion on all electronic assemblies.